Event description:
It was reported that post-implant of the pacemaker system the patient did not recover/wake up from the anesthesia and passed away. No other details were provided and follow-up with the field yielded no further information. It is not known whether the device will be returned.

Manufacturer narrative:
Investigation summary/conclusion: based on the available information, this event was determined to be procedure related. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that post-implant of the pacemaker system the patient did not recover/wake up from the anesthesia and passed away. No other details were provided and follow-up with the field yielded no further information. It is not known whether the device will be returned.